Event description:
The representative present at surgery later reported that the surgeon did try re-inserting the pin during surgery. They did confirm visualization of the pin past the connector block. The header was irrigated with saline. They did visualize the lead for breaks and found no breaks.

Manufacturer narrative:
B5. Corrected description of event, supplemental #1 report: inadvertently left out information regarding the troubleshooting performed at surgery.

Event description:
The explanted generator was received into product analysis. Analysis has not been completed to date.

Event description:
It was later reported that during pre-op, patient's diagnostics were battery at 50-75% and the lead was reading at high impedance. Once the surgeon opened patient, he was able to retrieve the old generator without issue. The surgeon then implanted the new generator. Once he attached the lead to the new generator, he requested another diagnostics be run before continuing. The lead impedance came back ok. They put in old device settings and closed the case. The explanted generator has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Generator data was received and reviewed. This showed that on the day of surgery, the device was only interrogated one time. The patient was then programmed off. No system diagnostics or re-interrogation were performed during surgery. Based on the generator data, the impedance was fluctuating between normal and high impedance. Only one interrogation was run on the day of surgery and no system diagnostics were ran, so it is likely they did not attempt pin re-insertion. The most likely cause of the high impedance is still a lead fracture, but likely a positional lead fracture since it has been fluctuating. Product analysis for the generator was also completed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
G3: date received by manufacturer, supplemental #3 report: inadvertently did not add date received, should have been 01/17/2023. H2: corrected type of follow-up report, supplemental #3 report: inadvertently checked supplemental instead of correction.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen in clinic and had high lead impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.